Event description:
Mitek received a fax from the mda in the UK reporting an issue with a clearfix screw. It was reported that the surgeon involved was providing very little info, but that two screws were removed post-op. As surgical intervention did occur as a result of this event an MDR is being filed.